Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17487. It was reported that the scs system was explanted due to infection. No further information was provided.

Event description:
Additional information was received indicating that the infection was the ipg site. The ipg pocket site was open and the ipg was visible from outside the skin. Cultures were taken and oral as well as IV antibiotics were administered.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.